Manufacturer narrative:
The investigation has been completed. No product was returned. As the necessary clinical information was not provided and the device was not returned, the root cause of the ventricular tachycardia was not determined.

Event description:
The complainant reported a positioning issue involving an impella cp pump. During patient support, the patient had an episode of sustained ventricular tachycardia (vt) while local team was on site. The care team attempted to break the vt using lidocaine and adenosine before ultimately defibrillating. The patient went asystolic after defibrillation with cardiopulmonary resuscitation. Intrinsic rhythm was returned as bradycardia. The care team placed venous and arterial sheaths in the left groin. The patient survived the explant.